Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, the pt experienced restenosis. The 90% stenosed target lesion located in the proximal right coronary artery (rca) was, 8.0mm long with a reference vessel diameter of 3.50mm. The lesion was predilated with an unk 3.5x10mm balloon. A 3.5x8mm taxus express2 stent was implanted. Post dilation was performed with the unk predilation balloon and the stent delivery system balloon. Post treatment visual inspection revealed 0% stenosis. At 398 days post index procedure, f-u coronary angiograph (cag) revealed restenosis in the proximal rca. A percutaneous coronary intervention (pci) was performed and non-bsc stent was implanted. The procedure was successfully completed. Pt condition listed as "improved."

Event description:
(B) (6). It was reported that post a coronary drug eluting stenting treatment procedure, the patient experienced restenosis. The 90% stenosed target lesion located in the proximal right coronary artery (rca) was, 8.0mm long with a reference vessel diameter of 3.50mm. The lesion was predilated with an unknown 3.5x10mm balloon. A 3.5x8mm taxus express2 stent was implanted. Post-dilation was performed with the unknown predilation balloon and the stent delivery system balloon. Post-treatment visual inspection revealed 0% stenosis. 398 days post index procedure, follow-up coronary angiogram (cag) revealed restenosis in the proximal rca. A percutaneous coronary intervention (pci) was performed and a non-bsc stent was implanted. The procedure was successfully completed. Patient condition listed as "improved." Additional information received: at the time of reintervention, the patient had no ischemic symptoms. Angiography showed 90% stenosis and treatment resulted in 0% residual stenosis. The patient was discharged 14 days following the event.

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B) (4).